Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Related manufacturer report numbers: 2182269-2021-00040, 2182269-2021-00041, 3005334138-2021-00298. During an av-nodal reentrant tachycardia (avnrt) ablation procedure, a pericardial effusion occurred. While utilizing the fluoroless approach on the mapping system, there was difficulty with catheter placement. The patient began to complain of chest pain and the patient's rhythm became abnormal along with a drop in blood pressure. A transthoracic echocardiogram (tte) was performed and revealed a pericardial effusion for which a pericardiocentesis was performed to stabilize the patient. The location and cause of the effusion remain unknown. The patient is currently in stable condition. There were no performance issue with any abbott device.